Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. A revision procedure to remove and replace the polyethylene acetabular liner is planned for an unknown reason. There has been no reported revision procedure to date.